Manufacturer narrative:
(B)(4). Date sent: 7/16/2024. Additional information was requested and the following was obtained: drug therapy value "yes" has been changed to "no" observation value "no" has been changed to "yes".

Manufacturer narrative:
(B)(4). Only year is known. It is assumed first day of the month (month, year) that the complaint was received. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: was there any reported device deficiency during ablation procedure that led to patient event? Review of emr notes no documentation about the device - whether related or not. While unlikely, we cannot conclude as definitely not related. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient experienced pain, chest radiating to abdomen. Drug therapy required.